Event description:
Patient reported left side "device was recalled" and ¿have caused me harm¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: was recalled and have caused harm.